Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer stated that for months she has been getting a lot of air bubbles. Customer stated that yesterday she had a 3 inch gap in the set. Approximate size of air bubbles is 3 inches and a lot of space in the tubing . Customer reported that air bubbles were noticed by customer during therapy. Advise to tap reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles. Air bubbles were not removed successfully. The reservoir will not be returned for analysis.